Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported device "goes back to the battery charging screen--improper shutdown" without user input. Evaluation experienced the device to turn off with slight movements while on dc power. The symptom was confirmed by multiple events of "improper shutdown" found during a review of the event history log. The cause was determined to be a damaged battery gasket which caused the battery to be misaligned and allowed for the interruption of dc power. The rear case and battery gasket were replaced.

Event description:
It was reported that a spectrum pump "goes back to the battery charging screen--improper shutdown" without user input. Any patient involvement, injury or medical intervention is unknown.